Event description:
The customer reported that her blood glucose reached 15.0 mmol/l (270 mg/dl) after wearing the pod for longer than 48 hours and she noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We were unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.